Manufacturer narrative:
(B)(4) 2014 - we were notified that the complaint associated with this lead was actually a complaint for 10239244, MDR 1028232-2014-02231. The correct serial number and complaint have already been filed.

Event description:
This lead was capped and replaced due to noise, inappropriate shocks and a suspected fracture. There were no adverse patient events reported. Should additional information be received, this file will be updated.